Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) was observed on the device catheter wire upon removal after deployment inside a 9f sheath. The balloon was deflated, and button 2 was pressed prior to removal. Hemostasis was achieved using manual compression for 15 minutes and a figure-of-eight technique. There was no reported patient injury. The device was prepared according to the instructions for use. A 9f non-cordis sheath was used. The femoral vein suitability on venography including insertion angle was not verified. The vessel diameter was confirmed to be greater than or equal to 5 mm using ultrasound for access. There was no vessel tortuosity and no calcium at the puncture site. The device was used in a peripheral vascular ablation procedure with a retrograde approach. The deployer was mynx certified. Button #1 was properly and completely activated before button #2, and a clock symbol was displayed after button #1 depression. The balloon was fully deflated, prepared with 100% saline, and button #2 was successfully depressed. There was no damage to the button, no balloon inversion, and no suspected loss of balloon pressure prior to retraction. The device was deployed inside an unknown 9f sheath, and the sealant was noted on the catheter wire upon removal. The device will be returned for evaluation.